Event description:
The customer called reporting receiving an error 3 message. During the course of the investigation, it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed on returned meter. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through fa16may2006 letter.